Event description:
The report stated a collamer aspheric single piece lens was opened and not used. There was patient contact and no injury. Sutures used. The reporter stated the capsular bag tore. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
Lens work order search. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and the work order search, a specific root cause of the event could not be determined.